Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 431-600 mg/dl. Reportedly the customer reused supplies. Reportedly the customer experienced abdominal pain, and a headache. A manual injection was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.